Event description:
No blood glucose levels reported. It was reported that the customer was using sensors for the insulin pump. It appeared that the sensors were causing the skin of the customer to become irritated. It was reported that the customer removed the sensor of the insulin pump but the customer felt that something had remained in skin even after removing the sensor. The customer was wondering whether the needle had broken off and stayed inside her skin. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.